Event description:
Customer reportedly received result of 27.7 mmol/l on the compact system and 6.4 mmol/l on the compact plus system within 10 minutes. High blood glucose symptoms were reported with these results. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 20724748, expiration date 05/31/2011). Reference medwatch report with (B)(4) for the suspect device used in the compact system.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a male patient (patient age and weight are unknown). During the procedure, the guide catheter broke as it was retracted for stent deployment and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.